Event description:
Pt undergoing hysterosalpinogram when contrast was injected it was discovered that the tip of the catheter had penetrated the vascular system of the uterus. Approx 10cc's of contrast was injected. Family's radiologists also question whether the tip of these catheters should be softer i.d. "Floppy".